Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from the consumer regarding a patient receiving intrathecal morphine, prialt, and dilaudid. The indications for use were non-malignant pain and complex regional pain syndrome type I. The patient had a revision because she had a loose connector or it came loose. The patient said there was a recall about it. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.